Event description:
It was reported that the right ventricular (rv) and right atrial (ra) leads showed noise. Boston scientific technical services (ts) was asked for a review of the data, and ts saw instances where the rv lead shock impedance was both high and low out-of-range, being both zero and greater than 200 ohms at various times, in addition to the reported oversensed noise on both the ra and rv channels. Ts was contacted again, a month later, due to noise on both leads and a low ejection fraction. Programming options were discussed. The device and leads remain in service. No adverse patient effects were reported.

Event description:
It was reported that the right ventricular (rv) and right atrial (ra) leads showed noise. Boston scientific technical services (ts) was asked for a review of the data, and ts saw instances where the rv lead shock impedance was both high and low out-of-range, being both zero and greater than 200 ohms at various times, in addition to the reported oversensed noise on both the ra and rv channels. The device and leads remain in service. No adverse patient effects were reported.